Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had received button error. The customer¿s blood glucose level was unknown. The customer reported that they had button error alarm during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test, and displacement test or verify stuck button alarm due to no button response. No moisture damage was found on the keypad assembly, motor, or force sensor during visual inspection